Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital for peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on (B)(6) 2025 with complaints of abdominal pain and constipation (resolved (B)(6) 2025). Upon inspection, it was discovered the patient¿s peritoneal effluent fluid was cloudy and a peritoneal effluent fluid culture was obtained. Additionally, while the patient was being assessed, it was noted that the patient¿s heart rate was elevated and irregular (specifics not provided). The patient was sent via ambulance to the hospital and was admitted for peritonitis and further cardiac evaluation. Although the hospital course is largely unknown, it was reported the patient¿s peritoneal effluent fluid culture returned positive for streptococcus mitis. The patient is currently continuing to undergo ccpd until a vascular access can be placed, at which point the patient will transition to hemodialysis (hd) for rrt. While hospitalized, the patient¿s irregular and elevated heart rate were attributed to atrial fibrillation (new onset); however, it is unknown if any medical or medicinal intervention was provided. Although the definitive cause of the peritonitis was not provided, the pdrn implied the constipation was the probable source. During follow-up, there was no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction occurred. As of (B)(6) 2025 the patient remains hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of atrial fibrillation (characterized by an irregular and elevated heart rate) and peritonitis (characterized by cloudy peritoneal effluent fluid and abdominal pain), which warranted hospitalization, antibiotic therapy, and the transition from pd to hd for rrt. The definitive etiology of the serious adverse events could not be established; however, the pdrn inferred a recent bout of constipation could have been the source of the peritonitis. Gram-positive cocci comprise 43¿64% of all peritonitis episodes, and the streptococcal species in particular account for about 10¿15% of them. Additionally, chronic kidney disease is an independent risk factor for atrial fibrillation and is associated with an even greater risk for those patients on dialysis (4). Per the pdrn¿s response, there was no fresenius product(s) and/or device(s) deficiency, or malfunction reported. Based on the information available, the patient¿s liberty select cycler and liberty cycler set are excluded from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital for peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on (B)(6) 2025 with complaints of abdominal pain and constipation (resolved (B)(6) 2025). Upon inspection, it was discovered the patient¿s peritoneal effluent fluid was cloudy and a peritoneal effluent fluid culture was obtained. Additionally, while the patient was being assessed, it was noted that the patient¿s heart rate was elevated and irregular (specifics not provided). The patient was sent via ambulance to the hospital and was admitted for peritonitis and further cardiac evaluation. Although the hospital course is largely unknown, it was reported the patient¿s peritoneal effluent fluid culture returned positive for streptococcus mitis. The patient is currently continuing to undergo ccpd until a vascular access can be placed, at which point the patient will transition to hemodialysis (hd) for rrt. While hospitalized, the patient¿s irregular and elevated heart rate were attributed to atrial fibrillation (new onset); however, it is unknown if any medical or medicinal intervention was provided. Although the definitive cause of the peritonitis was not provided, the pdrn implied the constipation was the probable source. During follow-up, there was no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction occurred. As of (B)(6) 2025 the patient remains hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.